Manufacturer narrative:
An event of "contrast leaking into the sinus near the amplatzer occluder" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, however information from the physician indicated that "there was no evidence the occluder caused any injury" and the leaking is consistent with the malpositioned sapien valve causing erosion of the aorta.

Event description:
In (B)(6) 2017, a 25mm amplatzer cribiform occluder was implanted in a patient born with tetralogy of fallot. In (B)(6) 2017, a sapien valve was implanted. In (B)(6) 2018, the patient was admitted to the hospital with chest pain that had begun four months prior and recently began vomiting. CT revealed contrast leaking into the sinus near the amplatzer occluder. On (B)(6) 2018, the amplatzer cribiform occluder was explanted and during the surgery, the physician concluded there was no evidence the occluder caused any injury. Intraoperative findings identified there was no blood in pericardial space or evidence of injury on outer wall left or right to the atrium. The user attributed the malpositioned sapien valve to have caused the erosion of the aorta.